Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and confirmed the front enclosure was damaged and some of the housing screws were missing. Functional testing was performed with a manikin and a large resuscitation test fixture (equivalent to 250 pound patient) and no problems were encountered. The platform performed as intended and the reported problem could not be duplicated. A review of the archive showed sessions on (B)(6) 2013 where user advisory 7 (discrepancy between load 1 and load 2 too large) faults had occurred. Since it is known that this fault can lead to the reported issue of the lifeband not retracting, the complaint is confirmed based on this observation. The load cell outputs were reviewed and both load cells were found to be functioning as intended with both of them incrementing equally as additional weight was being applied. In summary, functional testing could not duplicate the reported complaint. The complaint of the lifeband not retracting was confirmed based on the archive review which indicated ua 7 faults had occurred with the platform. Ua 7 faults are known to lead to the issue of the lifeband not retracting properly. A root cause for why the ua 7 faults had occurred could not be confirmed.

Event description:
It was reported that while the autopulse platform was in use with a patient, the lifeband would not retract. No error messages were observed and the unit was taken out of service. Customer does not have any information pertaining to the patient. No adverse patient sequelae was reported. No additional details were provided.